Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product. Section g1: mfg site name and email updated.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective.